Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A pharmacy personnel reported that knives were noted to be defective and exhibited issues during surgery. Patient impact information is unknown. Additional information received clarified that the knife demonstrated poor cutting performance during a cataract procedure. Some incision leakage occurred which was treated with a suture. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for poor cutting performance; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported final lot number has been performed and no anomaly was found. The knife was released based on manufacturer¿s acceptance criteria. Because no sample was returned and the device history record review of the lot number provided indicates product was released according to the product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as poor cutting , are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.